Event description:
It was reported customer the insulin pump had a no delivery alarm. Customer attempted to call at the time to troubleshoot but hung up before getting a hold of someone. Customer stated she was getting a lot of no deliveries because of the quick set infusion set. Customer stated she changed to the sure t and it seemed to be working fine but one time it pulled out. Customer declined helpline assistance. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.